Event description:
It was reported that the iamges on the 9800 system were grainy and washed out in the auto mode. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reset utility tool (rjt). Reset all rut information. The system was tested and found to be working as intended and placed back into service.